Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. The physician wanted to further inspect the sheath and dilator boxes to ensure if two different types of sheaths were used. A second inspection showed that both boxes were labeled the same with the same catalog number and different lot numbers. (B)(4).

Manufacturer narrative:
(B)(4). Both of the catheters returned for analysis for this complaint, regarding the preface dilators that was longer than another identical dilator, the visual sheath and dilator were evaluated and no damage was observed. Dimensional analysis were performed and vessel dilator lengths were found within specifications. The device history record review (DHR) could not be performed due to the lot numbers were not provided by the customer. Complaint condition reported cannot be confirmed.

Event description:
It was reported that during an a-fib procedure, the preface dilator was noted to be longer than another identical dilator, when compared to a 62 cm long sheath. Both sheaths and dilators were opened new at the case start time. The scrub nurse prepped the sheath and dilator prior to case start, and noticed no problems. Following that, the physician visually inspected each set of sheath and dilator, but did not compare the two sets until after he discovered a problem with his needle. The physician had some difficulty with his second transeptal. The physician was unable to fully advance the needle through the long dilator. This inability to push the needle fully through the dilator resulted in his further inspection of both sets of sheaths and dilators. After about 20 minutes, he opted to inspect the dilator to see if something was blocking his needle. This is when he discovered the discrepancy between the two dilators. He compared the two preface sheaths and dilators side-by-side and discovered a length discrepancy of approximately 2 cm in the dilators. Eventually he was able to make his second transeptal using a non bwi product. The dilator was able to be removed safely with no further issues. No patient injury occurred. The case was completed.